Event description:
During a tonsilectomy, both corners of the pt's mouth were inadvertently burned. A tiny crack in the insulation was noted and believed to have been the source of the injury when it came in contact with the pt's comissure (oral). The device was inspected prior to the event and no crack was noted.